Event description:
An original equipment manufacturer (OEM) (B)(4) discovered during in-house testing that the coulter act 5diff autoloader (al) does not trigger the "scl" (small cell) flag for the platelet (plt) parameter as expected per product labeling specifications ((B)(4)) when the appropriate conditions were met. The presence of very small cells, debris, micro-bubbles or electronic noise in the 2fl and 3fl region on the plt histogram could interfere with the platelet count without triggering the scl flag and potentially causing an erroneous elevated plt count. This issue was discovered in-house. No actual patient results were produced. No erroneous results have been reported and there has been no death, injury or change to patient treatment attributed to this incident.

Manufacturer narrative:
The current plt threshold and gain settings are not set appropriately to trigger the scl flag. To correct this issue, the plt threshold setting will be changed from 390 to 350 millivolts and the latex particle gain settings will be updated from 107 to 115 to enable the flag to be triggered appropriately and in accordance with product labeling specifications. The immediate root cause of this issue is that the plt threshold and latex particle gain settings for the plts were not set correctly in manufacturing to enable the scl flag to trigger appropriately. (B)(4).